Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2007, the pt stated that in (B)(6) 2007, he fell into a wall into his right hip. Since that time, he had increasing right hip and low back pain. Lumbar spine x-rays on (B)(6) 2007 showed moderate to serve degenerative changes at l5/s1. On (B)(6) 2007, the pt's recent complaints of right hip and low back pain were somewhat resolved. On (B)(6) 2008, the pt complained of shoulder, elbow and hip pain. The pt reported slipping on the ice on (B)(6) 2008 and fell on his outstretched right hand. His elbow buckled and he ended up on his shoulder and right hip. The pt also reported balance problems, hands feeling "tingly", and inability to run any more. The pt was playing basketball with his son three months prior. No fractures were noted. On (B)(6) 2008, the pt was seen for a neurological evaluation. The pt complained of difficulty walking, lightheadedness, dizziness, falls, no energy, depressed mood, tiredness, numbness in hands and toes, legs feeling shaky, tremors, poor sleep, irritability, and stiffness. The pt had a family history of parkinson's disease. A magnetic resonance imaging of the lumbar spine in (B)(6) 2007 showed degenerative disk changes with lateral disk protrusion at l5, possibly obscuring exiting of left l4 nerve root, moderate to severe biforaminal stenosis l5/s1, and possibly some impingement of right s1 nerve root as well. Assessment included lumbar spine disease with possible superimposed bilateral lumbar radiculopathy. There were concerns for possible generalized polyneuropathy due to numbness of hands and feet, as well as possible impingement neuropathy in either arms or legs as well. On (B)(6) 2008, an electromyography of the bilateral lower extremities showed some evidence of radiculopathy, right greater than left side and no substantial polyneuropathy. A magnetic resonance imaging (MRI) of the brain was fairly unremarkable. A MRI of the cervical spine showed advanced degenerative disk disease causing multilevel central and foraminal stenosis. The central stenosis was worse at c4/5 through c6/7. It was believed to be significant central and foraminal stenosis present, as well as some cord compression, but no signal change within the cord itself. On (B)(6) 2008, the pt had evidence of potential mild spinal cord compression on cervical MRI scan. An electromyography (emg) of the bilateral upper extremities showed evidence of bilateral cervical radiculopathy that was mild to moderate and borderline right carpal tunnel syndrome. On (B)(6) 2008, the pt was working 35 to 40 hours a week as a waiter, but complained of wobbling gait. The pt had some evidence of upper motor neuron dysfunction. On (B)(6) 2008, the pt reported drinking six ounces of alcohol daily. Assessment included cervical and lumbar radiculopathy. On (B)(6) 2008, assessment included cervical spondylosis with central stenosis and probable cervical myelopathy with clearly "upgoing" toes bilaterally as well as mild to moderate gait instability. The pt had a previous history of alcohol abuse. The physician noted the pt had some element of generalized polyneuropathy that could be potentially contributing to gait disturbance, although there were ankle jerks and his sensory exam, while abnormal, was not severely abnormal. On (B)(6) 2008, the pt reported having recently been hospitalized for shortness of breath. The pt was status post cervical discectomy with fusion at c3 through c6 for a cervical spondylitic myelopathy. On (B)(6) 2008, the pt described heavy drinking about 10 years ago where he could drink half a bottle of vodka. On (B)(6) 2008, there was concern about worsening in cervical myelopathy after cervical decompression. Additionally, there was concern for development of new abnormality on MRI of the cervical spine above the level of the compression. MRI of the brain and neck were normal. The pt had no significant change in symptoms. On (B)(6) 2008, the pt reported a recent fall in his bathroom, landing on his left shoulder. There was no evidence of fracture or dislocation. On (B)(6) 2009, it was noted the pt had been recently hospitalized for fractured ribs and pneumonia. On (B)(6) 2009, assessment included previous concerns with a b12 and folate deficiency that have been corrected and treated fairly aggressively, potentially could be playing a role. There was a fairly low suspicion for multiple sclerosis or other demyelinating condition. (B)(6) 2009, the pt reported having talked with a lawyer about his symptoms. The attorney suggested that the pt have his blood levels checked for zinc and copper. On (B)(6) 2009, it was reported the pt had a previous fall and broke ribs. His leg weakness started almost two years ago (2007). On (B)(6) 2009, the pt was confined to a wheelchair and used a walker sparingly. The pt had minimal use of his legs and did not feel steady. He continued to have problems falling at home. The pt's lower extremities seemed to be swollen. On (B)(6) 2009, the pt was diagnosed with presumed spinal cerebellar degenerative disease, affecting his ability to walk. On (B)(6) 2009, the pt reported episodes of passing out. On one occasion, he thought he had passed out for as much as an hour. The episodes sometimes occurred when he had coughing spells. On (B)(6) 2010, the pt described slow, progressive decline in his neurologic function of the lower extremity. Assessment included progressive myelopathy. On (B)(6) 2010, the pt could not feel where his feet were. He complained of his neck hurting where fusion completed. Impression included cervical myelopathy and spasticity. On (B)(6) 2010, the pt was diagnosed with olecranon bursitis of the left elbow. On (B)(6) 2010, it was noted that the pt had chronic disability with cervical spine issues with disabilities from spinal cord compression and nerve compression with poor control of both upper and lower extremities. The pt was in a wheelchair. On (B)(6) 2010, the pt was diagnosed with bilateral mild sensorineural hearing loss.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).